Event description:
On (B)(6) 2013, the reporter contacted animas, alleging t that while loading the cartridge into the pump, insulin shot out of the tubing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/20/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings: a review of the pump¿s history showed multiple loss of primes with zero force. During testing, the pump could not be successfully primed. The force sensor was found to be out of calibration. The pump cover was opened and a damaged solder connection was observed at the force sensor pins.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.